Event description:
Clinical adverse events received for swelling left leg. Device and procedure(relatedness). Device related: definitely no. Procedure related: possibly. Device location: left. Treatment/impact: no intervention/treatment at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).